Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check (puc). Based on technician statement internal leakage, pressure sensor and safety valve test failed during pre-use check (puc). It has been found that water ingress to air gas module from air compressor. There was no patient harm reported. Identification of issue has been done by analyzing problem description and service report. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The cause of the issue was related to usability issue - malfunctioning air compressor (not getinge product). According to analysis, the most likely root cause has been established as design - labeling.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. Moreover, ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).